Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 300 units. Customer reported blood glucose level was 107 (mg/dl). During troubleshooting with tandem technical support, the customer reloaded the same cartridge and received an accurate fill estimate.